Event description:
It was reported that a patient underwent an unknown spinal fusion. At an unknown time post-op, it was discovered that two screws were loose in the construct. Fusion was successful and no patient complications were reported. No revision is planned at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.